Event description:
It was reported that during testing, the product was getting warm. There was no patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.